Event description:
Medical records were received: doi: (B)(6) 2023: patient received a left sigma/mbt revision knee to treat a failed unknown unicompartmental knee secondary to opposite compartment arthrosis and a very tight extensor mechanism. The surgeon notes the procedure was complicated due to retained hardware in the femur that was implanted to treat a preexisting fracture. Upon entering the joint, significant scar tissue was excised. The extensor mechanism was extremely tight and required elevation and scar tissue resection in the patellar gutters to get it subluxated. The surgeon then made a bone block around the pcl and the bone was resected below the medial defect. On the femoral side, the resection was performed below the retained hardware. Tibial augments were placed to prevent laxity. The surgeon peeled the patellar tendon and secured the intact tendon with a suture anchor. The tibial, patellar, and femoral components were implanted utilizing depuy gentamicin cement. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
Clinical adverse event received for patellar tendon peel (intraoperatively). Event is serious and is considered moderate. Event is possibly related to procedure. Event is not related to device. Date of implant: (B)(6) 2023. Date of event: (B)(6) 2023. (Left knee). Treatment: open reduction internal fixation.

Manufacturer narrative:
Product complaint # : (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.